Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) one years since the subject device was manufactured. Based on the results of the investigation, for the event of "liquid invasion into the device" there was no trace of moisture, and it is not possible to establish the root cause. However, it is likely that "no image" malfunction occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to correct the previous report with the final investigation results. The previous investigation results inadvertently reported a non-reportable event of "liquid invasion into the device". This issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was confirmed. During incoming inspection, the video processor could not be switched on. This defect is due to a defective printed circuit board (dp). The power bouton was activated but there was no image on touch screen of the cv-1500 or on the monitor. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the video system center exhibited liquid ingress in the device. The issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed no image was displayed due to printed circuit board (dp) failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.